Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2001, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head, acetabular cup and taper liner were removed and replaced with ceramic components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and suggests that the modular head, acetabular cup and taper liner were removed and replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a right hip revision procedure was planned due to pain, clunking and mildly elevated cocr levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03258 / 03260).